Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl. The device was not returned for analysis as it remains implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that gait difficulty, falls and seizures are known risks associated with use of dbs. A risk review was completed and confirmed that the event of seizure was defined in the risk documentation. This event type has been accounted for during risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a sudden loss of consciousness resulting in a fall. Additionally, the patient experienced rigidity and shaking. Therefore, the patient was hospitalized overnight wherein the rigidity continued however, by the next day she had fully recovered. The physician was unsure if a possible seizure had occurred as no reason for the event was confirmed. The patients stimulation had been turned on during this event however, it was unknown whether the device or procedure caused or contributed to the event. The patient was discharged from the hospital with no further complications.